Event description:
It was reported that a patient notifier was issued regarding high left ventricular lead impedance. The patient was seen in clinic where a new output vector was chosen. Impedance and other electrical values were normal with the new pacing configuration. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.